Event description:
It was reported that the device treating health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored episodes due to concerns of inappropriate therapy. Upon review, far field oversensing which led to inappropriate anti-tachycardia pacing (atp) delivery was observed. Ts provided the hcp with programming recommendations. At this time, the crt-d remains in service. No adverse patient effects were reported.